Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm and pump error 35 due to force sensor flex cable incompletely plugged in. Analysis was unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced critical pump error. The customer's blood glucose value was unknown. The customer stated that critical pump error displayed on the screen. The customer stated that the pump was not received with a battery cap. The product was returned for analysis.